Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: an inferior cava (ivc) filter was deployed "on" for deep venous thrombosis in right upper extremity, and contraindication for anticoagulation due to gastrointestinal bleeding. Placement was via the right internal jugular vein and the ivc filter was deployed in the super vena cava. A completion venogram performed during ivc filter deployment revealed excellent positioning of the superior vena cava filter. CT pulmonary angiogram performed one day post deployment demonstrated a small thrombus in a subsegmental branch leading to the right lower lobe; questionable thrombus in the left subclavian and internal jugular veins versus flow artifact; svc filter with the apex pointed cephalad in the feet embedded in proximity of the atrial caval junction; and prominent pericardial effusion. Approximately 14 days post filter deployment, a chest x-ray demonstrated the filter projected in the region of the superior vena cava and correlation to procedural history was recommended as potentially this reflected a dislodged or malpositioned ivc filter. A repeat chest x-ray three days later revealed stable position of the filter overlying the superior vena cava. The orientation of the filter was not ideal for the protection of pulmonary emboli from the upper extremity deep vein thrombosis. Vena cava filter retrieval was unsuccessfully attempted three years one month post vena cava deployment. Venogram performed during attempted ivc filter retrieval revealed patency of the superior vena cava. The catheter was navigated around the svc filter; however, the filter was lodged adequately into the superior vena cava, which could not be removed, so it was decided to leave it in. No further information or anticoagulation per current record set. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. One day post deployment, CT demonstrated a small thrombus in a subsegmental branch leading to the right lower lobe. Approximately two weeks post deployment, a chest x-ray demonstrated the filter projected in the region of the superior vena cava and correlation to procedural history was recommended as potentially this reflected a dislodged or malpositioned vena cava filter. Approximately three years and one month post deployment, an unsuccessful retrieval attempt was made. The catheter was navigated around the filter; however, the filter was lodged adequately into the superior vena cava and could not be removed, so it was decided to leave it in. Therefore, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. Additionally, the investigation is confirmed for retrieval difficulties. The investigation is inconclusive for malposition as imaging only revealed the potential of a malpositioned filter based on the suprarenal location. Per the provided medical records, the filter was deployed in the suprarenal position. The current IFU (instructions for use) states: "the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position." Therefore, the suprarenal placement could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved and remains in deployment. Reportedly the patient experienced chest pain, neck pain, and bleeding. The current patient status is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved and remains in deployment. Reportedly the patient experienced chest pain, neck pain, and bleeding. The current patient status is unknown.

Manufacturer narrative:
The previously submitted emdr inaccurately reported the date rec¿d by MFR date. The date rec¿d by MFR date should have been reported as 12/13/18. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: an inferior cava (ivc) filter was deployed on for deep venous thrombosis in right upper extremity, and contraindication for anticoagulation due to gastrointestinal bleeding. Placement was via the right internal jugular vein and the ivc filter was deployed in the super vena cava. A completion venogram performed during ivc filter deployment revealed excellent positioning of the superior vena cava filter. CT pulmonary angiogram performed one day post deployment demonstrated a small thrombus in a subsegmental branch leading to the right lower lobe; questionable thrombus in the left subclavian and internal jugular veins versus flow artifact; svc filter with the apex pointed cephalad in the feet embedded in proximity of the atrial caval junction; and prominent pericardial effusion. Approximately 14 days post filter deployment, a chest x-ray demonstrated the filter projected in the region of the superior vena cava and correlation to procedural history was recommended as potentially this reflected a dislodged or malpositioned ivc filter. A repeat chest x-ray three days later revealed stable position of the filter overlying the superior vena cava. The orientation of the filter was not ideal for the protection of pulmonary emboli from the upper extremity deep vein thrombosis. Vena cava filter retrieval was unsuccessfully attempted three years one month post vena cava deployment. Venogram performed during attempted ivc filter retrieval revealed patency of the superior vena cava. The catheter was navigated around the svc filter; however, the filter was lodged adequately into the superior vena cava, which could not be removed, so it was decided to leave it in. No further information or anticoagulation per current record set. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. One day post deployment, CT demonstrated a small thrombus in a subsegmental branch leading to the right lower lobe. Approximately two weeks post deployment, a chest x-ray demonstrated the filter projected in the region of the superior vena cava and correlation to procedural history was recommended as potentially this reflected a dislodged or malpositioned vena cava filter. Approximately three years and one month post deployment, an unsuccessful retrieval attempt was made. The catheter was navigated around the filter; however, the filter was lodged adequately into the superior vena cava and could not be removed, so it was decided to leave it in. Therefore, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. Additionally, the investigation is confirmed for retrieval difficulties. The investigation is inconclusive for malposition as imaging only revealed the potential of a malpositioned filter based on the suprarenal location. Per the provided medical records, the filter was deployed in the suprarenal position. The current IFU (instructions for use) states: "the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position." Therefore, the suprarenal placement could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved and remains in deployment. Reportedly the patient experienced chest pain, neck pain, and bleeding. The current patient status is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. An inferior cava (ivc) filter was deployed on for deep venous thrombosis in right upper extremity, and contraindication for anticoagulation due to gastrointestinal bleeding. Placement was via the right internal jugular vein and the ivc filter was deployed in the super vena cava. A completion venogram performed during ivc filter deployment revealed excellent positioning of the superior vena cava filter. CT pulmonary angiogram performed one day post deployment demonstrated a small thrombus in a subsegmental branch leading to the right lower lobe; questionable thrombus in the left subclavian and internal jugular veins versus flow artifact; svc filter with the apex pointed cephalad in the feet embedded in proximity of the atrial caval junction; and prominent pericardial effusion. Approximately 14 days post filter deployment, a chest x-ray demonstrated the filter projected in the region of the superior vena cava and correlation to procedural history was recommended as potentially this reflected a dislodged or malpositioned ivc filter. A repeat chest x-ray three days later revealed stable position of the filter overlying the superior vena cava. The orientation of the filter was not ideal for the protection of pulmonary emboli from the upper extremity deep vein thrombosis. Vena cava filter retrieval was unsuccessfully attempted three years one month post vena cava deployment. Venogram performed during attempted ivc filter retrieval revealed patency of the superior vena cava. The catheter was navigated around the svc filter; however, the filter was lodged adequately into the superior vena cava, which could not be removed, so it was decided to leave it in. No further information or anticoagulation per current record set. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. One day post deployment, CT demonstrated a small thrombus in a subsegmental branch leading to the right lower lobe. Approximately two weeks post deployment, a chest x-ray demonstrated the filter projected in the region of the superior vena cava and correlation to procedural history was recommended as potentially this reflected a dislodged or malpositioned vena cava filter. Approximately three years and one month post deployment, an unsuccessful retrieval attempt was made. The catheter was navigated around the filter; however, the filter was lodged adequately into the superior vena cava and could not be removed, so it was decided to leave it in. Therefore, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. Additionally, the investigation is confirmed for retrieval difficulties. The investigation is inconclusive for malposition as imaging only revealed the potential of a malpositioned filter based on the suprarenal location. Per the provided medical records, the filter was deployed in the suprarenal position. The current IFU (instructions for use) states: "the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position." Therefore, the suprarenal placement could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. The current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2015); (manufacturing date 10/2012).